Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle (rv) lead exhibited failure to capture and decrease in the r wave amplitude. Diagnostic imaging showed dislodgement of the rv lead and microdislodgement of the atrial lead. The physician attempted to reposition both the rv and ra leads; however, during the procedure, both leads sustained damage due to difficulty in securing them. Both ra and rv leads were explanted and replaced. The patient was in stable condition.